Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. One advisor¿ vl, sensor enabled¿ circular mapping catheter was received for investigation. Five images were submitted to product performance engineering. The images appear to show the elongated and stretched loop. Upon device investigation, the loop was stretched vertically and no longer held the correct shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stretched loop is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the distal electrode was noted to be stuck in the chorda tendinea around the tricuspid valve. The catheter could no longer be operated. The catheter was removed from the patient by applying torque to the catheter shaft several times but the loop was found to be elongated vertically. No further intervention was needed to remove the device. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.